Event description:
Information received from the field does not address the patient's clinical status but notes microprocessor reset and high current drain. Dashes (---) were noted for most programmed parameters.